Event description:
It was reported that a patient came in with pain. X-rays were taken and it was observed that the head of the hip was broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.